Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that upon sensor removal, due to early sensor shutoff, sensor was protruding out of her skin. Patient proceeded to remove sensor out of her skin.at the time of her call to dexcom technical support, patient reported that she was feeling fine.

Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.